Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had multiple no delivery alarms since they started using the new insulin pump at the beginning of may. Customer stated that they are a longtime customer and have not had this issue before. Customer was using the same infusion sets they were using before. Customer is blind and finds it difficult to troubleshoot. Customer did experience 2 no delivery alarms today. Both alarms occurred while delivering a bolus. Customer reported that the insulin did exit the tubing during a 5.0 unit fixed prime. The pump had a no delivery alarm at approximately 3.2 units. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.